Manufacturer narrative:
The eval and repair of this ventilator has not yet begun. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator graphic user interface (gui) display was blank. There was no pt involvement.